Manufacturer narrative:
E1.initial reporter facility name-(B)(6).

Event description:
It was reported that the coil fractured. A 15mm x 40cm interlock .035 was selected for use in the embolization of gastric varices in a transjugular intrahepatic portosystemic shunt (tips) procedure. During the procedure, angiography showed gastric fundus venous bleeding, so this device was selected for embolization. A non-boston scientific angiographic catheter was used to deliver the coil. Flushing was performed before introducing the coil, and heparin saline perfusion was performed through y-valve. This coil was then released, however, since the position was poor, it was withdrawn and advanced again up to the middle of the catheter, but resistance was encountered. Consequently, it was found that the coil was stretched and fractured. Hence, part of the coil was in the catheter and could not be taken out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at all primary coil and the arm coil section. Also, the arm coil was detached. The functional could not be performed due only the main coil was returned. For the dimensional inspection, the outer diameter of zap tip, and primary coil were within the specification. Also, the as reported codes main coil break and stretched could confirmed due the device condition. E1.initial reporter facility name: (B)(6).

Event description:
It was reported that the coil fractured. A 15mm x 40cm interlock .035 was selected for use in the embolization of gastric varices in a transjugular intrahepatic portosystemic shunt (tips) procedure. During the procedure, angiography showed gastric fundus venous bleeding, so this device was selected for embolization. A non-boston scientific angiographic catheter was used to deliver the coil. Flushing was performed before introducing the coil, and heparin saline perfusion was performed through y-valve. This coil was then released, however, since the position was poor, it was withdrawn and advanced again up to the middle of the catheter, but resistance was encountered. Consequently, it was found that the coil was stretched and fractured. Hence, part of the coil was in the catheter and could not be taken out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable after the procedure.